Event description:
It was reported that pump button lag occurred and customer needed several attempts to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer was already in process of obtaining renewal pump and did not require follow-up call at that time, and no additional information was received regarding further actions or outcome.